Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of bleeding between the inflow cannula and the apical cuff could not be confirmed through this evaluation. A specific cause for the reported event could not be conclusively determined. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 instructions for use (IFU), rev. G, is currently available. Section 1 of the IFU ¿introduction¿ lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5, ¿surgical procedures¿ (under ¿preparing the ventricular apex site¿), contains information regarding the preparation of the ventricular apex site, including how to affix the apical cuff to the left ventricle. This section cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 left ventricular assist device. This section instructs the user to ensure that apposition between the myocardial tissue and the cuff felt is continuous and sufficiently forceful to prevent bleeding. Furthermore, section 5 states that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the patient was stable and was discharged from the hospital. No adverse events occurred.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that during implant the heartmate 3 pump was locked onto the o-ring as per protocol. There was bleeding attributed to a leak path at the seal interface between the inflow cannula and the titanium apical cuff. The pump was unlocked and the locking mechanism was tested and was found to be working as expected. The suture between the left ventricle and the apical cuff was checked and was described as hemostatic. The pump was locked again and an additional suture was added through the eyelet of the heartmate 3, but the issue did not resolve. Tabotemp and bioglue were put between the inflow cannula and the apical cuff and the bleeding issue was controlled. The surgery was prolonged.